Event description:
It was reported that the 9900 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board, power cap module, generator drive board, and the filament driver were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.